Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-15. After meeting with their manufacture representative (rep)/healthcare professional (hcp), there was a confirmed overdischarge and it needed to be changed. The cause was that the battery just doesn¿t charge. They are still waiting for a date to change. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and multiple back operations. Beginning a couple of weeks ago there was a reposition antenna screen on the recharger and poor communication on the patient programmer when they attempted to communicate with the patient programmer. The patient has been trying to charge their ins but is unable to. They last successfully charged their device about 3 weeks ago. The patient knows that their ins is dead and needs to be charged. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. Clarification of the patient needing to have the battery changed was confirmed that the patient needs to have the battery changed/implanted. There were no further complications reported or anticipated.